Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard." Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2005:the patient underwent surgery for implant of an unspecified bard/davol perfix plug. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 11 months post implant of perfix plug, patient was diagnosed with hernia recurrence and adhesions thereby underwent removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Updated fields: a2, b2, b3, b4, b5, b7, d4 (product catalog no, corporate lot no, UDI no), d.6b (date of explant), g1, g3, g6, h2, h6, h10.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2005:the patient underwent surgery for implant of an unspecified bard/davol perfix plug. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2005 - patient was diagnosed with indirect right inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1). Per operative notes, ¿the hernia sac was dissected free. A perfix plug (device #1) was placed in the internal ring using sutures and a patch was placed in the inguinal canal.¿ (B)(6) 2006 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with removal of perfix plug (device #1) and implant of kugel patch (device #2). Per operative notes, ¿the mesh was densely adherent to the spermatic cord and the mesh was excised (device #1). A kugel patch (device #2) was placed in the preperitoneal space using sutures.¿ attorney alleged that the patient had adhesions, pain, hernia recurrence, severe testicular pain and emotional injuries.